Manufacturer narrative:
Evaluation, results, conclusions: inherent risk of procedure ¿ (stenosis). (B)(4).

Manufacturer narrative:
Product code was previously entered as lit in error.

Manufacturer narrative:
Additional information received: the cec adjudicated that the event was related to the study device and not related to the procedure or drug.

Event description:
Investigator indicated that the reported event was not related to the study device, procedure or paclitaxel.

Event description:
During index procedure, the physician used one in.pact admiral paclitaxel-eluting pta balloon catheter to treat a lesion located in the sfa of the left leg. Approximately 14 months post index procedure, the patient had critical limb ischemia with 80% stenosis of common and superficial vessel which was treated with pta <(>&<)> stenting. Event was resolved.